Event description:
Follow up information identified the patient will remain at the rehab facility for approximately another week. The right sided weakness is improving with physical therapy. The CT scan reportedly revealed no anomalies.

Event description:
Follow up information identified the patient was discharged from rehab; however the patient is still experiencing right sided weakness and is continuing physical therapy. Therapy has not been turned on as of yet.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical intervention on (B)(6)2017 where a scs system was implanted. In the recovery room the patient experienced right sided hemiparesis and pain that was sensitive to touch in his left shoulder. The patient was returned to surgery where more lamina was removed, however once in the recovery room the patient experienced the same symptoms though less severe including some weakness in the right arm and leg. A CT scan was taken and the patient is currently undergoing physical therapy. Date of birth is unavailable.